Manufacturer narrative:
The investigation confirmed the software was working according to specification.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained about an issue with the cobas 8000 data manager version 1.06.05 on a cobas 8000 ise module. The customer alleged they had disabled the analyzer due to failed calibration and a qc warning. Following this, the ise tests were enabled by the software on the analyzer. The operator was not aware that the analyzer had been enabled and questionable ise results were sent to the laboratory information system (lis). The customer did not notice that sodium (na) results were too low, outside of the reference range. The initial na results for 79 patient samples were between 96 - 123 mmol/l. The repeat results were all 126 mmol/l. For 1 patient an na result of 121 mmol/l was reported outside of the laboratory. The patient was sent to the hospital for confirmation testing and the na result was 140 mmol/l. There was no allegation that an adverse event occurred due to the device results. The investigation could not confirm that the customer had disabled the analyzer after receiving the qc warning. The investigation determined that "patientsamplemasking" was requested from the control unit (cu) which was manually performed by the operator. The instrument has 3 different functions to disable tests on the analyzer or disable the entire analyzer and each function has a different effect on the system. On the day of the event, the analyzer had not been disabled. When using the "patientsamplemasking" function, patient samples are not measured, but qc and calibration can still be performed. The customer has the "pass-through" mode set to "on" for both patient and qc results and result validation does not occur within the software. Only qc results with an "error" will be validated manually and only if the "validation lock" is activated. Qc results with "warning" status are sent directly to the host. The investigation confirmed that the software incorrectly enabled the ise tests after receiving the qc warning from the cu. The software did not consider the qc warning when it enabled the ise tests. Investigations are ongoing.